Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID 8590-1, lot# n277964, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine 15 mg/ml; 3.498 mg/day, infusion mode of simple continuous via an implantable pump for non-malignant pain and chronic low back pain. The event date was (B)(6) 2015. It was reported the patient did not hear an audible alarm but did get a code on the personal therapy manager (ptm) this weekend that said 8474 which was a pump reset code. This prompted the patient to follow up in the office on (B)(6) 2015. The pump logs were checked and telemetry confirmed an alarm which was due to low battery reset which occurred on (B)(6) 2015 at 17:40. The pump was refilled (B)(6) 2015 and updated. The hcp re-interrogated the pump with logs: (B)(6) 2015 - pump in safe state; (B)(6) 2015 16:58 - motor stall recovery occurred; (B)(6) 2015 16:58 - pump in safe state. On (B)(6) 2015 a motor stall and motor stall recovery occurred. Hcp said there was no other motor stall in the event logs after (B)(6) 2015, yet there is a recovery on (B)(6) 2015. The pump was in safe state, low battery reset and will be replaced pending insurance approval. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Additional information: (B)(4). Additional information/device evaluation summary: analysis of the pump found ¿battery ¿ high resistance¿. Corrected information: (B)(4).

Event description:
Additional information was received on 02-dec-2015 and it was reported that patient did experience a sudden return of pain related to the event. The pump was replaced. Pump interrogation on (B)(6) 2015 showed additional logs of ¿reset occurred¿, ¿reset occurred ¿ low battery¿ and ¿pump in safe state¿ on 11/10/2015 at 00:31. The cause of the low battery reset was unknown. The patient had not had an MRI at the time of the motor stall/recovery (B)(6) 2015.

Manufacturer narrative:
Corrected information: (B)(4).